Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The fluoro functions printed circuit board was re-installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up during a case and required a re-boot. No patient injury was reported.